Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I have had several of this device simply fall off prior to the 15-day end-date. Today, I opened a new one and was unable to insert the needle into my arm as it was already deployed into the cap. This has happened one other time to me. I have requested replacements from abbott on multiple occasions for ones that simply fall off for no reason. There has already been a recall recently and this is causing severe stress, distress, and unmonitored blood sugars for me." There was no report of emergent intervention for the reported issue. Adc customer service successfully contacted the customer to gain additional details regarding this event and there were no additional details provided as the customer did not want to troubleshoot further. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I have had several of this device simply fall off prior to the 15-day end-date. Today, I opened a new one and was unable to insert the needle into my arm as it was already deployed into the cap. This has happened one other time to me. I have requested replacements from abbott on multiple occasions for ones that simply fall off for no reason. There has already been a recall recently and this is causing severe stress, distress, and unmonitored blood sugars for me." There was no report of emergent intervention for the reported issue. Adc customer service successfully contacted the customer to gain additional details regarding this event and there were no additional details provided as the customer did not want to troubleshoot further. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I have had several of this device simply fall off prior to the 15-day end-date. Today, I opened a new one and was unable to insert the needle into my arm as it was already deployed into the cap. This has happened one other time to me. I have requested replacements from abbott on multiple occasions for ones that simply fall off for no reason. There has already been a recall recently and this is causing severe stress, distress, and unmonitored blood sugars for me." There was no report of emergent intervention for the reported issue. Adc customer service successfully contacted the customer to gain additional details regarding this event and there were no additional details provided as the customer did not want to troubleshoot further. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 4 additional sensors reported (unk, unk, unk, unk, unk) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I have had several of this device simply fall off prior to the 15-day end-date. Today, I opened a new one and was unable to insert the needle into my arm as it was already deployed into the cap. This has happened one other time to me. I have requested replacements from abbott on multiple occasions for ones that simply fall off for no reason. There has already been a recall recently and this is causing severe stress, distress, and unmonitored blood sugars for me." There was no report of emergent intervention for the reported issue. Adc customer service successfully contacted the customer to gain additional details regarding this event and there were no additional details provided as the customer did not want to troubleshoot further. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I have had several of this device simply fall off prior to the 15-day end-date. Today, I opened a new one and was unable to insert the needle into my arm as it was already deployed into the cap. This has happened one other time to me. I have requested replacements from abbott on multiple occasions for ones that simply fall off for no reason. There has already been a recall recently and this is causing severe stress, distress, and unmonitored blood sugars for me." There was no report of emergent intervention for the reported issue. Adc customer service successfully contacted the customer to gain additional details regarding this event and there were no additional details provided as the customer did not want to troubleshoot further. Based on the information provided, there was no report of serious injury associated with this event.